Manufacturer narrative:
Concomitant medical products: product ID: 3708320, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3986a70, lot# n084759, implanted: (B)(6) 2006, product type: lead. Product ID: 3550-29, product type: accessory. Product ID: 37742, serial# (B)(4), product type: programmer, patient. Product ID: 37742, serial# (B)(4), product type: programmer, patient. (B)(4)

Event description:
It was reported the patient¿s device was explanted on (B)(6) 2013. It was reported the patient requested to have their device removed because it was painful.